Manufacturer narrative:
(B)(4).

Event description:
Certified research associate contacted dexcom on 03/18/2016 on behalf of patient to report that on (B)(6) 2016, patient experienced a loss of connection. No additional patient or event information is available.